Event description:
A customer reported a contained cap piercer leak on their unicel dxc 880i instrument. The customer stated approximately 10-20ml of "auto-gloss" solution was leaking on top of the sample tube caps. The customer was wearing personal protective equipment and there were no reports of exposure or injury. In addition, no erroneous patient results were generated or reported.

Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse replaced tube #180 (p/n a45079) which resolved the issue, no further leaking was observed. (B)(4).